Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm when the reservoir is empty. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor however, the motor passed motor test and no e70 alarm noted. The insulin pump was received with cracked case at the display window corners, battery tube threads and minor scratched display window.